Event description:
Customer's spouse called to report customer had low bgs and was hospitalized. Also stated customer was initially taken off the pump when customer was admitted to the hosp. Customer was on an IV drip and the insulin was not exiting from the IV drip. Spouse stated customer may have overbolused. The couple returned from a trip and customer did not feel well. Customer bolused 4u without checking bgs and went to lie down. The spouse indicated that customer had the tendency to run low occasionally. Device was connected again to treat bgs. Troubleshooting was performed. The insulin was not exiting. Driver block was able to move across the lead screw while arms were engaged over the reservoir's plunger.